Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report repeated no delivery alarms. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 184 mg/dl. The customer changed the infusion set and insulin did not exit. The customer changed the reservoir and verified that insulin did exit the tubing. The customer was advised that changing the reservoir resolved the issue. The customer will return the reservoir and the items will be replaced.

Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap cap and septum inspected for anomalies. None were found. The occlusion test was performed and the reservoir was not occluded.